Event description:
Patient began to develop a delayed allergy to bovine collagen 3 months after treatment. The physician has diagnosed hypersensitivity. The patient is experiencing treatment, inflamed, swollen, painful, pustular cysts. The phsyician treated the patient with topical antibiotics, oral antibiotics, and intralesional steroid injections.